Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor bnc cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the image was lost when the left monitor was moved. This resulted in a loss of live image. There is no report of pt injury associated with this event.